Event description:
It was reported by service report that the fowler was stuck, and the head left siderail was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Bent fowler bracket and link. Cracked inner and outer left siderail panels.